Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) university. The pneumatic module interface leak test is a critical check to ensure the pneumatic interface module operates within defined safety and performance limits by evaluating time to pressure vent, time to vacuum vent, leak differential pressure, and membrane differential pressure, all of which must meet specified acceptance criteria for the test to pass. Any parameter outside tolerance results in a failed pim test requiring investigation. A key and known concern is failure of the membrane differential pressure test, which has been linked to the design of the bolted safety disk and is being addressed. The identified root cause is excessive clamping force at the safety disk bolts, which causes diaphragm membrane material to creep inward over time, forming folds that trap small volumes of gas during pumping, a condition influenced by bolt torque and temperature. For failures in other test parameters, a definitive root cause cannot be established, but potential contributors include defects or reliability issues in the pneumatic interface module assembly, safety disk, vacuum or pressure tubing, o rings, drive manifold, drive regulator, or tidal volume disk, often related to component fatigue, excessive stress, loose connections, or general wear.

Event description:
It was reported during daily checks that cardiosave intra aortic balloon pump (iabp) had flashing screen. No patient involved.